Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026, the patient experienced a sensor failure and did not have any remaining sensors available for replacement. As a result, the patient was without continuous glucose monitoring (cgm) and was unable to check blood glucose levels. On the same day, the patient experienced a seizure accompanied by sweating. The patient¿s spouse called 911. No medication or treatment was administered prior to the arrival of paramedics. The spouse was unable to recall how long the patient had been without an active sensor session and could not confirm whether the patient experienced a loss of consciousness. Upon arrival, paramedics measured the patient¿s blood glucose, which was recorded at 172 mg/dl. The spouse could not recall whether any treatment was provided at the scene. The patient was transported by ambulance to the hospital, where he was treated with intravenous fluids and insulin (lantus). The patient was discharged on (B)(6) 2026 and has reported feeling better since the event. Following discharge, the patient received home health care for approximately three weeks. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of loss of consciousness and seizure.